Manufacturer narrative:
Event date: approximated based on event description, as anomalies were identified two weeks prior surgery. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) had an in-clinic evaluation as the device was not performing as expected, which revealed a tubing crack. Two weeks later, the patient underwent a revision procedure. During surgery, the pump and cylinders were removed and replaced. The cause of the observed anomaly was not reported by the medical facility. There were no patient complications reported.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) had an in-clinic evaluation as the device was not performing as expected, which revealed a tubing crack. Two weeks later, the patient underwent a revision procedure. During surgery, the pump and cylinders were removed and replaced. The cause of the observed anomaly was not reported by the medical facility. There were no patient complications reported.

Manufacturer narrative:
Event date b3: approximated based on event description, as anomalies were identified two weeks prior surgery. Upon receipt at our quality assurance laboratory, this ipp underwent a thorough analysis. The ms (momentary squeeze) pump was visually inspected and microscopically examined. Under the microscope, pump contamination was confirmed; therefore, it was not pressure tested. The cylinders were visually inspected, microscopically examined. The first cylinder passed all tests performed, including functional testing. The other cylinder had wear at folds in the middle and in the proximal end of the cylinder body. In addition, a leak was confirmed in the tubing, which is consistent with wear and fatigue. Due to the confirmed anomaly, this cylinder was not pressure tested. Product analysis was able to confirm the reported allegation of a tube hole that caused fluid leak.